Event description:
It was reported that the customer had unspecified alarms occur on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer replaced infusion set twice and successfully resumed insulin to resolve the issue.